Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial tachycardia/atrial fibrillation (at/af) episodes started before implant detect was complete on the implantable pulse generator (ipg) device and resulted in invalid data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.